Manufacturer narrative:
(B)(4). Additional information: how was it confirmed that the anvil was free from the tissue prior to removing? Unk. After firing, was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Was any additional information obtained about the condition of the staple line (b-formation, irregular, legs straight)? No. How was the procedure completed? Used other product to complete the procedure. Did the post-operative care change based on the bleeding? No.

Event description:
It was reported that during a cardiac carcinoma procedure, the device could not be removed as expected after the firing. The surgeon removed the device slowly and the anastomosis leaked. This caused intraoperative hemorrhage and the patient lost 100~200ml blood. The condition of the staple line was unknown. The surgeon took emergency measures to stop bleeding and used other product to complete the procedure. No blood transfusion. Now the patient is in stable condition.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ccs25 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.